Event description:
On (B)(6) 2025, a patient underwent a procedure using the lutonix 035 drug coated balloon pta catheter. During the procedure, it was reported that the inflation is not possible. The pressure is not maintained during the inflation. It was further reported that the balloon has allegedly damaged. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one lutonix 035 drug coated balloon catheter returned for evaluation. Upon visual inspection, it was noted that dried blood was within the catheter and within the balloon. A longitudinal rupture was present on the distal end of the catheter. No other anomalies were noted to the inflation hub. During functional testing, an attempt was made to inflate the device using an in-house presto inflation device but the dried blood within the catheter did not allow for the water to pass through for inflation. Upon inflation, it did not fully inflate initially, however after a couple of seconds the blood dislodged within and allowed the water to pass through. Water was exiting from the longitudinal rupture. No other functional testing could be performed. Therefore, the investigation is confirmed for the reported inflation issue and identified balloon rupture as a longitudinal rupture was noted to the balloon due to which the balloon would have been unable to be inflated. However, the investigation is unconfirmed for the reported material deformation as no other damages was noted to the device other than rupture. The presence of stents at the treatment site could have caused the balloon rupture. However, a definitive root cause for the reported material deformation, inflation problem and identified material rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.